Event description:
Int'l affiliate reported a broken transfer set. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary; results indicate confirmation of the reported event. The broken piece was found to be the occluder feet. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 30 2007.